Event description:
Same case as 2134265-2012-05900 and 2134265-2012-05844. It was reported that during a percutaneous coronary intervention (pci) procedure, the pressure gauge did not read accurately. The eccentric de novo lesion was located in the non calcified left anterior descending artery. While dilating the unspecified balloon catheter, it was observed that the indicator of the encore26 inflation device was unstable. The physician used two other similar devices for dilation but there was a recurrence of the incident. Finally, the procedure was completed with another of the same device. No patient complications were reported. The patient status is reported as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the pressure gauge did not read accurately. The eccentric de novo lesion was located in the non calcified left anterior descending artery. While dilating the unspecified balloon catheter, it was observed that the indicator of the encore26 inflation device was unstable. The physician used two other similar devices for dilation but there was a recurrence of the incident. Finally, the procedure was completed with another of the same device. No patient complications were reported. The patient status is reported as stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the pressure gauge did not read accurately. The eccentric de novo lesion was located in the non calcified left anterior descending artery. While dilating the unspecified balloon catheter, it was observed that the indicator of the encore26 inflation device was unstable. The physician used two other similar devices for dilation but there was a recurrence of the incident. Finally, the procedure was completed with another of the same device. No patient complications were reported. The patient status is reported as stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the returned device revealed that there was a crystalline substance most probably contrast medium blocking the flexile tubing and syringe barrel of the encore device. Functional testing of the device revealed that the unit was difficult to inflate initially due to the blockage of the flexcil tubing and syringe barrel; therefore before completing functional testing the crystalline substance was dissolved and removed by repeatedly flushing the device with hot water. The unit passed leak, gauge accuracy, device locking mechanism, side load and pressure damping testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).

Manufacturer narrative:
(B)(4).